Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial and the right ventricular leads were capped and replaced on (B)(6) 2016 due to insulation anomaly. No additional information was available.